Event description:
It was reported that this patient was admitted to hospital following appropriate shock therapies for ventricular arrhythmias. However, upon data review, the physician noted that the right atrial (ra) lead pacing was present, it was inappropriately captured in the right ventricular (rv) electrocardiogram (egm). Additional egm review indicated that due to the programmed bradycardia mode, the device delivered pacing on the t-wave, which induced ventricular arrhythmia. The arrhythmia was then appropriately converted back to sinus rhythm via device's delivered shock therapy. Decreased ra sensing amplitude measurements were also observed. Boston scientific technical services (ts) was contacted for a data review, where it was discussed that due to the recent system implant, a potential ra lead positioning issue could be the cause. However, diagnostic imaging was performed and displayed no system abnormalities nor dislodgment from the implant location. The physician was unable to resolve the issue non-invasively, so a surgical revision procedure was performed. When the ra lead was unscrewed from the device and tested with a pacemaker system analyzer (psa), normal sensing behavior was seen. The physician surgically explanted and replaced the implantable device, but lower-than-expected ra sensing measurements persisted with the new device. The ra lead was subsequently explanted and replaced to resolve the event and the patient was stable. Both products were returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was admitted to hospital following appropriate shock therapies for ventricular arrhythmias. However, upon data review, the physician noted that the right atrial (ra) lead pacing was present, it was inappropriately captured in the right ventricular (rv) electrocardiogram (egm). Additional egm review indicated that due to the programmed bradycardia mode, the device delivered pacing on the t-wave, which induced ventricular arrhythmia. The arrhythmia was then appropriately converted back to sinus rhythm via device's delivered shock therapy. Decreased ra sensing amplitude measurements were also observed. Boston scientific technical services (ts) was contacted for a data review, where it was discussed that due to the recent system implant, a potential ra lead positioning issue could be the cause. However, diagnostic imaging was performed and displayed no system abnormalities nor dislodgment from the implant location. The physician was unable to resolve the issue non-invasively, so a surgical revision procedure was performed. When the ra lead was unscrewed from the device and tested with a pacemaker system analyzer (psa), normal sensing behavior was seen. The physician surgically explanted and replaced the implantable device, but lower-than-expected ra sensing measurements persisted with the new device. The ra lead was subsequently explanted and replaced to resolve the event and the patient was stable. Both the explanted device and ra lead are expected to be returned for analysis, but have not yet been received.